Manufacturer narrative:
Product complaint #: (B)(4). Device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure name and date? Event date? Device return status/follow up? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medwatch reports - 2210968-2021-00362.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The needle pulled off the thread. The customer does not have the exact information on the number of patients affected by the incident. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/18/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes. What tissue/location was suturing when pull off occurred? Unk. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No consequences. Procedure name and date? Suture procedure. Event date? Unknown.